Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ping meter read inaccurately. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests her blood glucose 4-9x daily and manages her diabetes with an insulin pump (novolog insulin). The alleged issue began on the evening of (B)(6) 2012. The patient reportedly obtained a blood glucose result "over 300 mg/dl" with the subject meter. The patient's usual and/ or expected blood glucose reads "about 120 mg/dl." Based on the alleged result, the patient administered an increased dose of insulin (amount not specified). By 4am the following morning, the patient claims she woke up feeling "low blood sugar symptoms." The patient could not specify specific symptoms. At that time, the patient's husband tested her blood glucose with the subject meter and obtained a blood glucose result of "39 mg/dl." The patient was given juice as treatment. After that, the patient's blood glucose was retested and obtained results of "98 and 45 mg/dl" performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient denied testing on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. A control solution test was performed which tested within range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained an inaccurate reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the meter was evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the meter's battery was found to be low/dead. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The control solution was found to have glucose content above specifications. The retain test strips also passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.